Event description:
During and incident in 2002 involving male pt in cardiac arrest with CPR in progress, this defibrillator would not reach the analyze mode. The user reports that the unit did not prompt analyze and he did not recall seeing a "monitor mode" on the screen. Als arrived and paced the pt but did not shock. The mcm was downloaded and was empty.